Manufacturer narrative:
D9: the device was received on 11/22/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not duplicated. However, the mainboard was found to be the cause of the acu watchdog failure - primary audible alarm fail. Therefore, the mainboard was replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm. There was no patient involvement, no patient injury was reported.